Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4.

Event description:
Healthcare professional reported "capsular fibrosis" as reason for removal with "symptoms including hardening, deformity, pain, and swelling". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Clarification to b3. Date of event: 9 yrs ago was reported. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular fibrosis" as reason for removal and "hardening, deformity, pain, and swelling". Healthcare professional later reported capsular contracture baker grade iii and that the inner silicone gel came into contact with the patient. Patient undergone capsulectomy. This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported "capsular fibrosis" as reason for removal and "hardening, deformity, pain, and swelling". Healthcare professional later reported capsular contracture baker grade iii and that the inner silicone gel came into contact with the patient. Patient undergone capsulectomy. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Clarification to b3 date of event: reported as "9 years ago" relative to the device being explanted in 2024. However, the captured date of (B)(6) 2015 has been removed as it was before the manufacturing date of the device. Clarification to d6a implant date: partial date of 2015 - previously captured as (B)(6) 2015. This has been removed as it was before the manufacturing date of the device. Continued e.1. Phone number: (B)(6). Reason for reoperation: capsular contracture, baker grade iii; rupture. Additional, changed, and/or corrected data: a2, b3, b5, d6a, e1, h11.

Event description:
Healthcare professional reported "capsular fibrosis" as reason for removal and " hardening, deformity, pain, and swelling". Healthcare professional later reported capsular contracture baker grade iii and that the inner silicone gel came into contact with the patient. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, capsular contracture and edema was received on february 23,2026, with lot number 2810649. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Edema: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular fibrosis" as reason for removal with "symptoms including hardening, deformity, pain, and swelling". This record is for the right side. Device has been explanted.